Event description:
29 mm mitral valve tissue prosthesis noted by surgeon, during implantation, to have a little tear on the sewing ring. The surgeon and the manufacturer's representative did validate that the tear existed before insertion (out of the box). Surgeon continued to use the prosthetic valve by oversewing the tear. Edward lifesciences representative advised about the situation.